Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that episodes of non-sustained rv oversensing due to ventricular oversensing were observed. It was noted that the rv output had been programmed sub-threshold due to intraventricular conduction from the lv. Programming changes were recommended.